Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-nov-2025 by a registered nurse concerning a female patient of unknown age. Additional information was received on 01-dec-2025 from the same reporter. The patient had no known allergies. No information about medical history, concomitant medication, or previous filler treatments were provided. On (B)(6) 2025, the patient received treatment with 0.8 ml of restylane lyft lidocaine (lot 23586), 0.4 ml to each side of cheek (0.2 ml on periosteum at the lateral point) using an unknown needle type and bolus technique. On the same day, following the treatment, the patient experienced moderate to severe vascular occlusion (vascular occlusion) at the injection site on the right cheek, with progression downward. The hcp initiated the emergency hyalase [hyaluronidase] protocol. A total of 6 vials (1500iu per vial each) were injected between (B)(6) 2025, and the vascular occlusion was resolved. At the time of the report, the hcp was performing cheek revolumization and anticipated the need for 2 to 3 ml of restylane defyne via cannula. The reporting hcp assessed the causality to the treatment as unlikely. Outcome at the time of the report: vascular occlusion was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.